Manufacturer narrative:
Product analysis: analysis found that the analyzer battery connectors were corroded and the battery was swollen and connectors were corroded. The device will be sent on for repair and reallocation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned for routine maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.